Manufacturer narrative:
Evaluation of the returned red72 confirmed a leak under the strain relief and revealed a fracture at the location of the leak. If the proximal end of the red72 is forcefully manipulated during advancement, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported leak. Further evaluation revealed a kink on the distal shaft. This damage is likely incidental to the complaint, and likely occurred during packaging the device for return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a velocity delivery microcatheter (velocity), and a benchmark bmx96 access system (bmx96). During the procedure, while attempting to make the first pass using the red72, the physician noticed that air was leaking at the proximal end, under the hub. Subsequently, the physician applied pressure on the hub and the amount of air was reduced. Therefore, the red72 was removed. The procedure was completed using a penumbra system red 68 reperfusion catheter (red68), the same velocity, and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.